Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer that a customer received a battery out alarm on their insulin pump. The patient's blood sugar level was at 140 mg/dl. The customer states that the alarm rings at the time of call and was unable to clear the alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
No unexpected battery out limit alarm was noted. The insulin pump had no button response due to corroded keypad traces. The operating currents could not be tested due to the unresponsive buttons. The insulin pump had a cracked case at a display window corner, a cracked reservoir tube, and moisture damage on the display board.